Event description:
It was reported that after the customer dropped the device the display was unrecognizable. The customer was able to unlock the screen by pressing in the location of the unlock buttons but the screen is unreadable. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.